Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. Reported event of guidewire distal tip detached exposing the tip of the metal corewire. A visual examination of the guidewire revealed that the distal tip was kinked and was detached exposing the tip of the metal corewire. Presence of adhesive remnants were not found. No evidence of corewire fractured. The complaint is not consistent with the return. Additional information provided by the customer stated the distal tip was not exposed; however, the return found that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information, the most probable root cause is undeterminable. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the jagwire guidewire was inserted into the patient via the endoscope. The guidewire was placed into the common bile duct and was visualized under imaging. Contrast medium was injected into the ducts. It was noted at the end of the procedure that the hydrophilic coating peeled. The planned stent for the common bile duct was not placed. The physician decided not to retrieve the detached fragment because the patient was ¿quite a poorly man.¿ the patient recovered from sedation and was informed of the incident. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results reveal on (B)(6) 2015 that the distal tip was detached exposing the tip of the metal corewire.